Event description:
Customer alleges blackened connector pins on inform system meter. Burning/melting of pin #3 was confirmed during the manufacturer's testing of the returned product. No associated adverse events were reported. Replacement sent.